Manufacturer narrative:
The recipient's electrode migration is due to the recurring ear infections. The recipient's device was reportedly explanted. After surgery, the recipient was prescribed anti-inflammatories and antimicrobials. One of the recipient's antimicrobial medication was increased due to the results of a post-surgical culture. The recipient remains hospitalized, however, the lab tests to date are normal.

Manufacturer narrative:
The recipient's device was explanted. The external visual inspection revealed the electrode was severed near the electrode ground ring and near the array, and surgical tool damage on the top and bottom covers prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test limit. This is believed to be due to damage induced on the seam weld during revision surgery. This device was explanted for medical reasons. The device passed the electrical tests performed. However, this test had a gross leak failure at the seam weld which is believed to be due to damage induced during surgery. This is the final report.

Manufacturer narrative:
The recipient's infection is reportedly not device related. The recipient's electrode migration is due to the infection. Revision surgery will be scheduled.

Event description:
The recipient is reportedly experiencing a skin flap infection and electrode extrusion. On (B)(6) 2018, the recipient was prescribed ceftriaxone (100mg), clindamycin (40mg), and omeprazole (20mg). Revision surgery is under consideration.

Manufacturer narrative:
The recipient was reportedly hospitalized. The recipient's infection has resolved. The recipient was prescribed ciprofloxacin for 5 days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. This is the final report.